Event description:
The complainant reported there was an aic (automated impella controller) with a broken purge clip observed by the hospital biomed department. There was no patient use and backup aic was in place for support per IFU recommendations. There was no reported harm or injury to the patient.

Manufacturer narrative:
The automated impella controller (aic) was returned for evaluation. Upon inspection of the console, it was confirmed the purge disc retainer had broken/snapped off of the purge assembly. The purge disc retainer and purge flag was replaced, the purge pressure sensor was validated, and a functional check was performed; before the console, was returned to the customer. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.